Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA the retention plates fell off the container lid and in to the set. This caused the sets to become un-sterile and they had to be run again. The customer has asked that these be sent in to quality prior to going out for repair. No patient injury. Delay in surgery was a couple of hours due to set having to be rerun through sterilization. No additional intervention required. Components in use listed as concomitant devices are: jk385 / 1/2-size lid w/retention plate red, jk100 / filter retention plate.

Manufacturer narrative:
The investigation was carried out visually. The location pins for the retention plates on the lids are bent and loosened. According to the IFU, a functional test must be carried out prior to each use. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. The bent and loosened pins are most likely caused by an insufficient handling, thus a proper connection between lid and retention plate can no longer be guaranteed. No CAPA is necessary.